Manufacturer narrative:
The date of this submission is 22-mar-2016. This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 23-feb-2016 and was processed with additional information received on 04-mar-2016. The case was reassessed as serious based upon new information received on 04-mar-2016. This spontaneous report was received from a female consumer (age unspecified) reporting on self from the united states of america. The consumer did not have any known medical history. The concomitant medications were not reported. On (B)(6) 2016, the consumer started using johnson and johnson floss waxed (lot number 3254d and expiration date unspecified) dentally, twice daily to clean her teeth, for oral hygiene. On the same day, the floss got stuck in her teeth. The consumer stated that when she pulled it out it felt like either a filling or part of her tooth fell out. The consumer mentioned that her tooth broke. On an unspecified date, she consulted a dentist to get the tooth fixed. The action taken with the device was unknown. The events did not resolve. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
The date of this submission is 18-aug-2016. This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 23-feb-2016 and was processed with additional information received on 04-mar-2016. The case was reassessed as serious based upon new information received on 04-mar-2016. This spontaneous report was received from a female consumer (age unspecified) reporting on self from the united states of america. The consumer did not have any known medical history. The concomitant medications were not reported. On (B)(6) 2016, the consumer started using johnson and johnson floss waxed (lot number 3254d and expiration date unspecified) dentally, twice daily to clean her teeth, for oral hygiene. On the same day, the floss got stuck in her teeth. The consumer stated that when she pulled it out it felt like either a filling or part of her tooth fell out. . The consumer mentioned that her tooth broke. On an unspecified date, she consulted a dentist to get the tooth fixed. The action taken with the device was unknown. The events did not resolve. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information received on 22-mar-2016. On (B)(6) 2016, the consumer consulted a dentist and underwent restorative dentistry (d2391) which included composite resin, one posterior surface. On (B)(6) 2016, the consumer consulted a dentist. As a treatment she underwent restorative dentistry (d2331) which included composite resin on two anterior surfaces. On the same day, the events resolved. Device history records were reviewed and no deviations or non-conformances were noted. Based on the information available, the device was used for intended treatment. Complaint trends will continue to be monitored. This report remains serious. Additional information was received on 26-jul-2016 from a healthcare professional. On (B)(6) 2016, the consumer had tooth number nine distolingual filling. This report remains serious.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
Initial information was received on 23-feb-2016 and was processed with additional information received on 04-mar-2016. The case was reassessed as serious based upon new information received on 04-mar-2016. This spontaneous report was received from a female consumer (age unspecified) reporting on self from the united states of america. The consumer did not have any known medical history. The concomitant medications were not reported. On (B)(6) 2016, the consumer started using johnson and johnson floss waxed (lot number 3254d and expiration date unspecified) dentally, twice daily to clean her teeth, for oral hygiene. On the same day, the floss got stuck in her teeth. The consumer stated that when she pulled it out it felt like either a filling or part of her tooth fell out. The consumer mentioned that her tooth broke. On an unspecified date, she consulted a dentist to get the tooth fixed. The action taken with the device was unknown. The events did not resolve. A review of complaint data revealed no unfavorable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information received on 22-mar-2016. On (B)(6) 2016, the consumer consulted a dentist and underwent restorative dentistry (d2391) which included composite resin, one posterior surface. On (B)(6) 2016, the consumer consulted a dentist. As a treatment she underwent restorative dentistry (d2331) which included composite resin on two anterior surfaces. On the same day, the events resolved. Device history records were reviewed and no deviations or non-conformances were noted. Based on the information available, the device was used for intended treatment. Complaint trends will continue to be monitored. This report remains serious.